Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during preparation of the faradrive sheath was unable to remove the bubbles (air) from the sheath. The farawave catheter was difficult to deploy, and the splints were constantly twisted so that no normal flower or basket could be created, the same issue occurred with two catheters. The devices are expected to be returned to returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the faradrive sheath was unable to remove the bubbles (air) from the sheath. The sheath was exchanged and the procedure was completed. No patient complications were reported. The device is expected to be returned to returned for analysis.